Event description:
It was reported that upon arrival at the site, the pt was put on the autopulse. The unit sized pt, but compressions did not start. Platform indicated user advisory 45 (not at "home" position after power-on/reset) at the scene. Shaft position was later checked and found to be at 00000. Two nimh batteries were involved in this event. Serial numbers are (B)(4) and (B)(4). No other information could be obtained. There was no adverse pt sequela reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. Nimh battery s/n (B)(4), MFR report # 3003793491-2013-00399. Autopulse platform s/n (B)(4), MFR report # 3003793491-2013-00401.